Manufacturer narrative:
Exact date unknown, event occurred in 2017.

Event description:
It was reported that the patient had inadequate stimulation and the ipg was non-functional. It was also reported that burning sensation was coming back to the legs. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible one and the patient was doing well postoperatively. The explanted ipg will not be returned.